Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that approximately two weeks ago the patient experienced blisters on her tongue and feet, as well as auditory and visual hallucinations. The health care provider (hcp) programmed the pump to minimum rate (0.159mcg/day) and the symptoms resolved/improved. The pump was filled with saline on the date of the report and the pump was reprogrammed, and programming options were discussed to deliver the remaining prialt 0.484ml via a bridge bolus. The reporter noted the pump would be filled with a different medication in the future. The pump was being used to deliver prialt and saline. Additional information has been requested, but was not available as of the date of this report.